Manufacturer narrative:
The event took place in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined with the information provided. Additional information was requested from the customer but not provided. Due to the limited information an issue with pre-analytics or a temporary reagent issue could not be excluded. The most likely cause is related to the issue with pipette tips found in the reagent vial.

Event description:
The customer complained of erroneous results on five patient samples tested for intact human chorionic gonadotropin + the ss-subunit (hcg+ss). Initial testing was performed from sample cups. The initial results for all patients were < 0.1 miu/ml. Since two of the patients were known to be pregnant, all samples were repeated on a siemens advia centaur xp device from the primary sample tubes. The initial results were not reported outside the laboratory. It was also noted that three levels of controls were run as samples during the run and all controls also returned results of < 0.1 miu/ml. The repeat results were as follows: for patient 1 the repeat result was 15.2 miu/ml. For patient 2, a (B)(6) female, the result was 20.3 miu/ml. For patient 3, a (B)(6) female, the result was 26636.6 miu/ml. For patient 4, a (B)(6) female, the result was 4154.4 miu/ml. For patient 5, a (B)(6) female, the result was 41.8 miu/ml. The repeat results were reported outside the laboratory. There were no adverse events. The lot number of the hcg+ss reagent was 177537. The expiration date was requested but not provided. The field service representative found 2 pipette tips in one of the reagent vials used for these tests.